Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed due to noise resulting in noise reversion on the right ventricular (rv) lead. The patient will be monitored at the next follow-up. The patient experienced no adverse health consequences.